Manufacturer narrative:
The suspected instrument cleaner 1 gallon w/pump (3-725) was not returned to the manufacturer; therefore, an evaluation of the physical product could not be performed. Failure analysis: per visual evaluation of the provided images, an order from the distributor medline was soaked with liquid. A bottle of the instrument cleaner (3-725) included in the order was dented, potentially indicating shipping damage. No leaking was visible, and the pump could not be seen in the provided images. Additional liquid products were indicated in the shipping manifest. Inspection of the product lot showed no soaking or damage to the packaging prior to release from integra's distribution center. Root cause analysis: the reported complaint that the instrument cleaner 1 gallon w/pump (3-725) "leaked" was not confirmed. Per the provided images, this bottle of instrument cleaner was damaged. Damage may have been the result of shipping and handling. Shipping damage may have led to soaking of the delivery seen in the images, which may have led to the reported fall. However, it could not be confirmed that the leakage came from the 3-725 cleaner. No manufacturing, workmanship or material deficiency has been identified. Procode and PMA/510(k) have not been populated as instrument cleaner 1gal w/pump (3-725) is not a medical device.

Event description:
A law firm representing (B)(6) alleged that the instrument cleaner 1gal w/pump (3-725) leaked onto the floor, in which the complainant (B)(6) slipped, fell, and required medical attention and spinal surgery.